Event description:
It was reported that a patient alert occurred. The left ventricular (lv) lead had high impedance and gradually increased since (B)(6) 2014. The lead programming was adjusted and the patient sent home until the next annual device check. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date and use before date cannot be determined. (B)(4).